Event description:
Customer reported the panorama central station displayed an error message which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps assisted the customer in resetting the system. Tested, calibrated and safety checked unit to factory specifications.